Event description:
Hemodialysis filter and lines setup per protocol. Hemodialysis initiated. "Blood leak" alarm sounded when blood began to enter filter. Hemodialysis stopped. Blood leak protocol followed. (B)(4).